Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the solenoid clips were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 20, 2007. Based on qa assessment, the product met specifications at the time of release. The company representative found no problem with the system. Therefore, based on the information obtained, the root cause of the reported reflux issue cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system presented with reflux from the aspiration line in irrigation / aspiration mode during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The date received by MFR date from the original MDR that was sent in was not correct. Corrected information received stated the correct original date received by MFR date should be 27-feb-2017. (B)(4).